Manufacturer narrative:
No equipment has been returned for evaluation as the device was not explanted. A direct relationship between the device and the reported event could not be determined. According to the information, the pump was reported to have been operating as intended. The instructions for use lists bleeding, right heart failure, renal failure, and hepatic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The device was not explanted and is not available for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced uncontrolled gastrointestinal bleeding events. The patient had elevated inr values even after all anti-coagulation medication was stopped. The patient underwent at least 3 endoscopy procedures and multiple colonoscopies as well. Attempts were made each time to stop the gi bleeding through cautery and clip techniques; however, the gi bleeding never subsided. The patient suffered multi-system organ failure including right heart failure, end stage renal disease, and liver dysfunction. The patient was placed in hospice care and expired on (B)(6) 2016.